Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch report, to correct information provided in the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. Correction to information provided in g2 of the initial medwatch report: user facility was selected inadvertently. The subject device was returned to an olympus service center with no alleged complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 16 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a definitive root cause of foreign matter remaining in the device could not be determined. The suggested event is detectable/preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): inspection method is described in the operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual evis lucera gif/cf/pcf type 260 series chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return/ annual inspection process and foreign material was found in the nozzle. According to the customer, the following details regarding the cds process were as follows: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/ brushed with lint-free cloths/brushes/sponges or flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. In addition, adhesive on the bending section cover was chipped and cracked; the grip was shaved, the connecting tube had a wrinkle, the following were peeled: adhesive around the light guide lens, connecting tube coating, paint on the air/ water cylinder, paint on the air/ water suction cylinder; adhesive around the light guide lens had white clouded area; and the following were scratched: plastic distal end cover, connecting tube, switch 1, universal cord, protector of universal cord on control section side. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset return/ annual inspection, videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that a foreign material came out of the nozzle. This report is being submitted for the event found during evaluation. There was no patient involvement.